Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
Revision surgery - components replaced due to infection.

Manufacturer narrative:
Manufacturer data: the reason for this revision surgery was due to components replaced due to infection. The previous surgery and the revision detailed in this investigation occurred over 8 months and 1 week apart. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the reported event. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history (DHR) show that the reported components used in the previous surgery, when released for use, met design and manufacturing requirements. Firstly, there was a non- conformance associated with the main part # 508-02-032, ap small socket insert, 32 mm neutral eplus while documents that out of 20 parts lot, two parts were rejected and scrapped due to bad surface finish. Secondly, there was a ncmr # (B)(4) associated with the concomitant part # 503-31-101 glenoid head wretaining screw, rsp, 32 mm/neutral, which documents out of 15 part lot all were rejected due to perpendicularity out of tolerance. Later the rejected parts were reworked and accepted after proper justification through spar. All other item in their respective lot were met with design, fit and function requirements. The devices were verified to have gone through an acceptable sterilization process and were within its expiration date at the time of the previous surgery. Customer complaint history of the reported devices showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to an infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There are no indication of a product or process issue affecting implant safety / or effectiveness. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.